Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the during the implant procedure, the pulse generator exhibited loss of ventricular capture. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.